Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. Review of the device logs confirmed the system fault messages (sf 180). Device testing was able to reproduce the reported alarms. Based on previous the investigation and investigations of similar complaints, it was determined that the fault was due to an isolated component failure within the battery assembly. There was no patient harm or injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device is currently being returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that during a technical analysis of the astral device, system fault messages (sf 180) were observed indicating a battery charger fault occurred. The device was not in use when the fault occurred, therefore, there was no patient involvement.